Event description:
It was reported that the micro sagittal saw ran without user activation. Attempts were made to obtain additional info, but they were not successful.

Manufacturer narrative:
Corrosion was discovered within the motor assembly.